Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a lead warning for low impedance and is now programmed unipolar. Rv oversensing was noted on the telemetry. Because the patient is elderly and is entering hospice, the physician does not want to place a new lead. Make the rv lead less sensitive and reprogramming to voo mode were discussed. The rv lead remains in use. No patient complications have been reported as a result of this event.